Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The issue was unable to be resolved. The customer will continue to use the pump for insulin therapy. It was also reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 90 (mg/dl).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.